Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an air leakage was confirmed from the tip of the catheter; balloon leak. During preparation for a cryoablation procedure, a polarxfit catheter was selected for use. The polarx was connected and inflated outside the body for balloon massage. When immersed in saline, air leakage was confirmed from the tip, and the air did not resolve. (Balloon leak) no error message was displayed on the console. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Block d4 (model number, catalog number, and unique identifier) has been corrected. Upon receipt at our post market quality assurance laboratory, this polarx fit balloon catheter was visually inspected, and no visual damages were noted. The device was leak tested and passed all inner and outer balloon positive pressure and vacuum tests. The device was then connected to a smartfreeze console in attempt to recreate the error observed in the field. The device passed ablation #1 with no errors displayed. Upon the second ablation, the device presented with a refrigerant flow obstruction error. The polarx injection tube receptacle was visually inspected and had no damage or debris that would hinder flow. No damage or defects were found that would contribute to the "air leakage" allegation observed in the field.

Event description:
It was reported that an air leakage was confirmed from the tip of the catheter; balloon leak. During preparation for a cryoablation procedure, a polarxfit catheter was selected for use. The polarx was connected and inflated outside the body for balloon massage. When immersed in saline, air leakage was confirmed from the tip, and the air did not resolve. (Balloon leak) no error message was displayed on the console. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.